Event description:
It was reported when using the bd pyxis¿ es generic server, user reported that new orders were not crossing over to the station. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog upon investigation of the actual device used in this incident, it was determined that when customer tried to access the server an error message " the page cannot be displayed due to an internal server error" was displayed. The technical support specialist (tss) mentioned that a dha case was initiated to address the reported issue. The customer was contacted and informed about the case status. Upon resolution, the customer was notified, and confirmation was received. For reference, ka (knowledge article) "patients and order not crossing to med es server" was attached. The system functioned as intended after technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es generic server, user reported that new orders were not crossing over to the station. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.